Event description:
It was reported that a caucasian female patient underwent unspecified breast surgery with 800cc mentor memorygel breast implant and experienced right side device wound infection. As a result, the device was explanted at an unknown date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right wound infection . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on january 26, 2023, date of event under field b3 has been updated, event description has been updated under field b5, date of explant has been added to fields d6b and codes have been updated under section h. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent unspecified breast surgery with 800cc mentor memorygel breast implant on (B)(6) 2022 and experienced device wound infection on the right side complicated by the right device extrusion. As a result, the right implant has been removed on (B)(6) 2022.

Manufacturer narrative:
On december 13, 2022, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On december 15, 2022, paperwork received with the device under (B)(4) indicated that patient's initials are "c.m." Field a1 has been updated on this form. Manufacturer¿s reference number: (B)(4).